Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer cleared the alarm to address the issue. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 118-127 mg/dl.